Manufacturer narrative:
Device analysis conclusion: device received with the external slider and backend wheel in the home position. Deformation was evident along the graft cover proximal and distal to the stent stop. A gap was evident between the graft cover and tip with the tip capture mechanism partially exposed. Deformation was evident to the distal edge of the graft cover. Separation was evident to the spiral member immediately proximal to the tip capture mechanism. The graft cover advanced and retracted with no issues noted. The tip capture mechanism retracted with significant biological material evident. The biological material was removed, and the tip capture mechanism retracted and advanced via rotation of the backend wheel with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treatment of a large abdominal aortic aneurysm (80.1mm x 58.5mm), a stent graft etuf3614c102e endur ii aui was placed in a patient with a history of aorta-by-fem bypass and right to left fem-fem bypass. A pseudoaneurysm was present at the proximal anastomosis prior to the procedure. The distal portion of the graft was positioned in the most proximal anastomosis of the aorta-by-fem, where the tip capture mechanism became stuck during attempted retrieval and remaking of the device. The graft cover was damaged during these attempts, causing further issues at both the proximal and distal anastomoses. An open surgical cutdown to the proximal anastomosis and bypass graft was performed, and internal physical manipulation was attempted to free the tip capture, but this was unsuccessful. A subsequent cutdown onto the bypass graft allowed the tip capture to be released. Upon further attempts to remake the device, it was discovered that the graft cover was damaged and would not allow full recapture of the tip. The device was then pulled through the bypass, becoming stuck at the distal anastomosis, necessitating an additional groin access cutdown to facilitate removal. An 8mm x 79mm non-medtronic stent ( vbx) was then placed through the distal portion of the aui graft down to the fem-fem bypass. The cause of the event was attributed to the anatomy, specifically the placement of the distal portion of the graft in the proximal aorta-by-fem anastomosis. The event was resolved by dislodging the tip capture with a combination of open and percutaneous techniques.

Manufacturer narrative:
Product analysis conclusions: the reported 'difficulty to remove' was confirmed on the films; however, the cause of the event could not be conclusively determined based on the images available. Pre-implant CT scans were not available for evaluation of the pre-implant anatomy, and additional procedural images were not provided for a more comprehensive assessment of the event. The reported deformation of the graft cover could not be confirmed based on the images provided. Image depicts the distal section of an endurant delivery system. The graft has been deployed. The tip appears to have been recaptured, but deformation is evident to the graft cover. Product analysis #(B)(4): device returned in a biohazard within an outer bag lot on device wouldn't scan. Lot number on pro forma match lot on gch. Size of device matches b5; additional information received: it was confirmed there were no issues noted with the device during preparation or insertion into the patient. The device was used per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.